Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. In the journal article of tardy it is reported that the patient had to be revised due to the periprosthetic femoral exafit stem fracture at 11.3 years in vivo. The patient had pain, periacetabular osteolysis loose pe inlay and diffuse metallosis. Devices analysis could not be performed as the product was not returned for investigation. The root cause of stem breakage can be identified as such that the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. Based on the given information and the results of the investigation, we could identify a root cause for stem breakage. We consider inappropriate design as root cause for stem breakage. However, all possible causes related to pain, periacetabular osteolysis, loose pe inlay and diffuse metallosis are listed in dfmea for exafit stem, metasul head and metasul liner. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted a metasul head (unknown reference number) and had to undergo revision surgery after 11.3 years in vivo due to stem fracture and periacetabular osteolysis. It was reported that metallosis and loosening of the pe sandwich liner in the cup were identified during revision surgery. Exact dates of implantation and revisions are unknown.